Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage observed on the device. The rupture was found to be vertically separated on the balloon. A different device was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis and underwent a visual and tactile examination. The balloon was not folded which indicates that the balloon was subjected to positive pressure. Positive pressure was applied when deionized water (di) water was observed to be leaking from a balloon pinhole located approximately 35mm distal from the proximal markerband. No issues, damages, or kinks were found on the markerband, shaft, and tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage observed on the device. The rupture was found to be vertically separated on the balloon. A different device was used to complete the procedure. No complications reported, and patient status was good. It was further reported that the target lesion was mildly calcified.